Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a portion of the sheath detached. A left atrial appendage (laa) closure procedure was being performed. Based on the echo cardiogram measurements a 27mm watchman ® laa closure device & delivery system was selected and inserted into the watchman ® access system. The closure device was placed at the ostium; however due to proximal trabecula, the device failed to cover across the entire ostium causing a 4mm "gully" to be left unprotected and the compression rate was 16mm. The gully did not communicate with the main body of the appendage and after much discussion; it was thought to be the most ideal result. However, they attempted two partial recaptures and inadvertently came back too proximal. A full recapture was performed. Upon extraction of the fully recaptured 27mm device it was observed that there was some blue matter attached to the fixation anchors of the device, that looked like sheath matter. The was exchanged for a new sheath and a new 27mm closure device was used to attempt to complete the procedure. After numerous attempts to gain the optimal position, it was decided collectively to abandon the procedure due to the difficulty the proximal tribulation. No further patient complications were reported and that patient status is stable.